Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient fell in february and had a hard time charging. The rep ran impedances and reprogrammed the device. The issue was reported to be resolved. No symptoms or further complications were reported.